Manufacturer narrative:
Continuation of d10: product ID 977c290, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. H3: analysis of lead ((B)(6)) found broken conductors 0-15 6.5 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977c290 specify surescan 2x8 srg was found to be fractured, damaged, or broken, with abnormalities observed in the lead coming off of the paddle, resulting in a loss of stimulation. Impedances were run and the lead was tested with wens as part of troubleshooting. The impedance values were greater than 40,000. The lead was replaced during a device revision procedure, and there were no impedance issues following replacement. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 21-jul-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.